Manufacturer narrative:
The cadiere forceps instrument has been returned, and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. Failure analysis investigation found the instrument to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A review of the instrument log for the cadiere forceps instrument (pn# 470049-06 lot# t10190401-0074) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk1226. The alleged event occurred on the 9th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No error would appear in the logs for this type of reported issue. No image, or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction could cause, or contribute to an adverse event if the failure were to recur. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted gastroplasty surgical procedure, the cadiere forceps instrument was found with a damaged wire. A backup instrument of the same type was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information, however, no response has been received at this time.